Event description:
An aneurx stent graft system was implanted in a pt for treatment of an abdominal aortic aneurysm. Aneurysm and vessel morphology at the time of implant are unk. It was reported that the pt was seen for a two yr follow-up appointment. The CT demonstrated aneurysm enlargement due to a large type ii endoleak. The physician elected to surgically convert the pt to a conventional stent. The physician stated that the stent graft was very patent and the stent graft did not fail to function. No add'l clinical sequelae were reported and the pt is fine.